Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when the patient began experiencing chest pain. EKG showed that the patient was experiencing st segment elevations. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. After the was and wds were moved to the right atrium, an air embolism was noted to be present in the left ventricle of the patient. The physician successfully aspirated the air from the patient and the patient's chest pain and st segment elevations both improved. The patient was sent to the intensive care unit post procedure to recover from this event. The patient did not experience any other complications and is expected to make a full recovery.